Event description:
On (B)(6) 2013 patient reported the down arrow button on the infusion device is not working. Patient stated the failure is constant. Patient reported he noticed the issue today. Patient stated the button does not work if pressed hard, the button is not flat, and the button does not make an audible when pressed. Patient reported all other buttons are working properly. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
The complaint cannot be verified due to careless handling of the product. The soft components of the housing are worn down heavily. Therefore, moisture entered the insulin pump and destroyed the pump electronics. The button functions were tested successfully and comply with the product specifications. The up and down button do not give an audible feedback when pressed due to contamination.